Event description:
This device was implanted on (B)(6) 08 and explanted on (B)(6) 11 due to an unknown product performance issue. The procedure took place at dixie regional. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).